Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when the customer replaces the canister in the insulin pump and presses the act button the ram will not stop until the screen reads maximum fill reached. It was also reported that insulin continues to drip after the reservoir is full. No additional information is provided.